Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by faulty position sensor. A field service engineer replaced position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was producing a clicking sound from drawer 3 and it was failed to open any packets. Customer stated that there was a delay in the dispensing of medication and needed to access medication from another source. There were no adverse events or injuries reported based on this event.